Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10261.

Event description:
The affiliate reported via email during a shoulder scope that the surgeon stopped using our cannulars a few years ago as he had issues with bits of the valve breaking off the cannular and appearing in the joint. Thinking that the issue had fixed, he got back to using our products this year. But he reported that the problem had started again on (B)(6) 2017 involving two cannulars in a shoulder scope case. The cannulars themselves have been discarded, but the remaining one in the box (unused) is available for investigation. Case delayed by 10 minutes. No ae to patient. Replaced our cannulars with smith and newphew ones to complete the case. Patient outcome post surgery - fine. Additional information received via email from the affiliate on 5-5-2017: both valves in the cannulas broke in this one procedure all fragments were removed, there was at least 3 fragments with each cannular.